Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date explanted - remains implanted. Event is being reported to FDA on one medwatch as the limited information available indicates that an arthroscopy occurred.  Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on an unknown date subsequently, patient underwent an arthroscopy on an unknown date due to pain. It was further reported that the knee occasionally locks up, while the patient sleeps. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿

Event description:
It was reported that patient underwent a left partial knee arthroplasty on an unknown date. Two years prior to the initial procedure, patient underwent an arthroscopy on an unknown date due to pain. It was further reported that patient experiences chronic neck and back pain, and the knee occasionally locks up while the patient sleeps. No further information has been provided.